Event description:
I have essure implanted in the last days of (B)(6) 2007 or the early (B)(6) 2008. A few months later, I began to have very difficult menstrual cycles. This continued to escalate for 12-18 months and then stayed at that level until 2013. In late 2013, I began to bleed continuously for two years until I finally had a hysterectomy. During this time in endured horrible cramping, severe migraines that lasted anywhere from 3-8 days. I often had 5-7 migraines in a week. My life was totally changed. I had a very difficult time while traveling on deployments (I am ad military) because I was often so sick with symptoms, and I had to make frequent stops and did not want to have to tell my male travel companions why I needed to use the restroom so often. I ended up having the hysterectomy in an attempt to control the symptoms, not because of any medical problem with my uterus. For several years I was not able to use the pool at my home, enjoy the ocean while on vacation, or have personal interactions like getting into the shower if my husband was already in there because the symptoms became non-stop. I traveled for numerous women's health appointments in an attempt to find any other cause, and none could be found.